Event description:
Customer reported that a piece of rubber got into the syringe.

Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. All the archive samples tested were within the product specification requirements. The possible root cause could be the handling of the product by the end-user, the angle used during insertion procedure, the number of piercings done, if in the same position of injection stopper etc, the hardness and other characteristics of injection stopper used by the customer are unknown. Please note, that it is part of good clinical practice (gcp) and current standard of care that the end user is obliged to check aspirated medication in the syringe prior to administration into the patient. Following this mandatory inspection, only medication without visible residual/foreign material can be administered. If residual/foreign material is detected, the syringe or vial should be discarded immediately. The risk of residual/foreign material injection is mitigated by this mandatory inspection. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.